Event description:
A malfunction was reported on the customer's pump, with no significant events occurring beforehand, and the issue did not adversely impact the customer's blood glucose levels. Technical support arranged to replace the malfunctioning pump, confirming that the customer would use a backup insulin pump in the meantime. The customer was informed that they would receive a new pump with updated software, and instructions were given for returning the faulty pump. The customer understood and acknowledged all instructions, including programming the new pump and connecting their cgm.